Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported pull off - suture needle. One empty opened folder of product code vcp371, lot pjbdpqt0 was returned for analysis. As no needle or suture was returned for evaluation, we are unable to investigate further.

Manufacturer narrative:
(B)(4). Attempts to obtain the device, have been made, no response has been received to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. During uterus closure, after few passes in the tissue, the needle detached from the suture. The surgeon use same like product. No reported patient consequences.